Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead revealed out of range pacing impedances. The lead was replaced with a new lead. The lead not implanted will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Analysis revealed that the coil wires were fractured near the terminal pin, and the anode wire was fractured near the weld. There was evidence that the fracture resulted in tensile force applied along with an overload of force, while the cathode wire showed evidence of a fast fracture area and dimples indicating the wire fractured at a shear band from an overload force. Laboratory analysis confirmed the clinical allegation through electrical testing.